Event description:
It was reported that the patient had an initial tka. Subsequently, two weeks later the polyethylene insert was removed and exchanged due to wound oozing. The surgical technique was utilized. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502806802, femoral component, 66654152; 42532007502, tibial component, 67658303; 42540200032, all-poly patella, 67284207; 42557000114, stem extension tapered cemented, 67223225. G2: foreign: event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.